Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of system revision due to infection with sepsis. No additional adverse patient effects were reported. The ICD remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.